Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure (batch no. 623225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, abdominal pain, chest pain, shortness of breath, haematemesis, nausea, vomiting, urination pain and vaginal discharge. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), pelvic pain ("pelvic pain"), hypothyroidism ("hormonal changes describe: hypothyroidism"), systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus"), cutaneous lupus erythematosus ("rashes or skin conditions type: cutaneous lupus"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), fatigue ("fatigue"), osteoarthritis ("other injury(ies) or complication (s) please describe: osteo arthritis"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, hypothyroidism, systemic lupus erythematosus, cutaneous lupus erythematosus, migraine, tooth disorder, fatigue, weight increased, osteoarthritis, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, cutaneous lupus erythematosus, fatigue, hypothyroidism, migraine, osteoarthritis, pelvic inflammatory disease, pelvic pain, systemic lupus erythematosus, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: current weight 430 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 63 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Essure properly placed and tubes occluded. The uterus is normal. Complete occlusion of bilateral fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure (batch no. 623225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, abdominal pain, chest pain, shortness of breath, haematemesis, nausea, vomiting, urination pain and vaginal discharge. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), pelvic pain ("pelvic pain"), hypothyroidism ("hormonal changes describe: hypothyroidism"), systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus"), cutaneous lupus erythematosus ("rashes or skin conditions type: cutaneous lupus"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), fatigue ("fatigue"), osteoarthritis ("other injury(ies) or complication (s) please describe: osteo arthritis"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, hypothyroidism, systemic lupus erythematosus, cutaneous lupus erythematosus, migraine, tooth disorder, fatigue, weight increased, osteoarthritis, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, cutaneous lupus erythematosus, fatigue, hypothyroidism, migraine, osteoarthritis, pelvic inflammatory disease, pelvic pain, systemic lupus erythematosus, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 63 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Essure properly placed and tubes occluded. The uterus is normal. Complete occlusion of bilateral fallopian tubes. Most recent follow-up information incorporated above includes: on 24-sep-2020: pfs received lot number was added. Events " hormonal changes describe: and pelvic inflammatory disease ,bladder problem and urinary tract disorder event added. Hypothyroidism, autoimmune disorder type of disorder: lupus, rashes or skin conditions type: cutaneous lupus, bladder or urinary problems or changes, migraines / headaches, dental problems, fatigue, weight gain / loss specify which one: weight gain, other injury(ies) or complication (s) please describe: osteo arthritis, pelvic pain" were added. Reporter information, medical history , lab data and patient demographics were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.